Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 11500a aortic valve was explanted after an implant duration of 1 years, 2 months due to endocarditis (staph capitis). The explanted valve was replaced with a 27mm 11500a valve. Per medical records, the patient presented with fever, chills found to have endocarditis with vegetation embolic phenomenon or stroke. The patient underwent redo-avr with 27mm inspiris valve with redo-replacement of ascending aortic and aggressive hemi arch replacement with 32mm dacron graft. Post tee showed well-functioning aortic valve prosthesis with complete opening of the valve leaflets. The patient tolerated the procedure well and was transferred stable to the cardiac surgery ICU. The patient was discharge to home with services on pod#7.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), and type of investigation. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 29mm 11500a aortic valve was explanted after an implant duration of 1 years, 2 months due to unknown reason. The explanted valve was replaced with a 27mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 investigation findings and investigation conclusions. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.